Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error open book image alarm.

Event description:
The customer reported via phone call that the she went to swimming and then insulin pump had fluid inside it. The customer¿s blood glucose was 120 mg/dl. Troubleshooting was done for moisture exposure. Customer stated they do heard fluid when shaking the insulin pump. Customer stated they do not saw fluid under the lcd screen. Customer stated the insulin pump was not dropped. Customer stated there were not cracks in the insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.